Event description:
Reporter noted facility had several endophthalmitis cases with post-op phaco patients; different surgery dates, two surgeons. This patient was third phaco case of the day in 2001; had endophthalmitis a few days post-op. Cultured; no growth. No vitrectomy. Improving.